Event description:
The customer reported that she awoke to an alarming pod. Her bg level at the time was high (347mg/dl); she immediately deactivated the pod and administered a manual insulin injection. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.